Event description:
It was reported that during a matrix procedure, while reducing a rod and screw, the matrix simple persuader got stuck on the screw. With some effort, the surgeon was able to remove the persuader leaving the screw in place. The surgeon was able to complete the procedure with no adverse effect to the patient. The procedure was extended approximately 10 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. This is report 1 of 1 for complaint (B)(4). (B)(4). Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. No irregualrities were found during the device history record. The device is in good condition and only has minor scuffs on the od of the barrel. The device actuates as intended. The product development evaluation revealed that the instrument functioned as designed and complaint is invalid.

Event description:
This is report 1 of 1 for complaint (B)(4).